Event description:
It was reported that during priming, an external fluid leak was observed from a prismaflex st100 set . There was no patient involvement . No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, photos were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.